Manufacturer narrative:
The device was returned to the MFR for repair and eval. The svc record indicates that the device was manufactured on 04/07/1992 and was last repaired on 09/13/2012 for a non-related issue. Eval of the device observed no external damage and was determined to run within specifications. Prior to repair the device was outside of calibration specifications at the zero thickness setting on the right and left sides. The cause of the reported complaint could not be determined.

Event description:
It was reported that while using the zimmer air dermatome, the first graft was harvested without incident. However, a second planned graft was shredded around the edges and had holes throughout. It was reported that the blade was changed, but there was no improvement in a third unplanned graft and it was only coming out about 2-3 inches wide. The surgeon was able to trim and salvage enough of the second graft to finish the procedure. There was no pt injury or medical intervention required, however, surgical time was increased by about ten mins because the surgeon had to figure out the best way to use the second graft and then secure it.